Event description:
It was reported that during a laparoscopic circumresection procedure, the device cut completely but did not staple completely, no further information is available. They converted to open in order to manage the problem during the procedure. Additional information was received that the patient is fine. No information available why no staples, surgeon could not see any after firing. The surgery was laparoscopic, when stapling the circumresection, the lumen was not stapled, no staples seen. Converted to open as there was only little tissue left. Now it worked fine.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported to boston scientific that a cre fixed guidewire dilatation balloon was used during a dilation of the esophagus performed (B)(6), 2010 on a (B)(6) old male patient. According to the complainant, after successful dilatation, balloon deflation was attempted however it was noted that the balloon would not completely deflate. The balloon was not able to be removed from the scope and as a result the balloon and the scope were removed as a unit from the patient. Once outside the patient, an attempt was made to cut the catheter to remove the device from the scope however the catheter was noted as too tough and not able to be cut. A lubricant was then applied to the balloon portion of the device and the device was able to be pulled through the scope with some difficulty. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition following the event was reported as stable.

Manufacturer narrative:
(B)(4). The analysis results showed that one (B)(4) device was returned with no visual non-conformances and with ten reloads present. Reloads (a) and (b) were received fully fired. Reloads (c to k) were received unfired. The device was tested for functionality with the returned reloads (c to k) and it achieved a complete 3-stroke fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple lines were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.